Event description:
On (B)(6) 2025, the agent documented that the user, a non-meal announcer, experienced frequent lows due to overcorrection, with the lowest blood glucose (bg) recorded at 54 mg/dl. The ilet alerted for the event, and bg was corrected with glucose tablets. The user reported feeling fine. The user expressed concern about the ilet being too aggressive and was advised to consult with a clinical decision support (cds) regarding targets. A training appointment was scheduled but initially not completed; it was later successfully rescheduled. No prolonged out-of-range period, outside assistance, or medical intervention was required or reported. No symptoms were reported by the user during the event at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.